Event description:
The report from our affiliate indicated that during a pta to the common femoral artery (left or right: unknown), which was 99% stenosed, the balloon ruptured at six atmospheres. The product was withdrawn from the patient and another unknown product was used to finish the procedure successfully. There was no report of any adverse consequences to the patient. As per the reporting affiliate, no additional procedural information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the common femoral artery, the balloon was reported to have ruptured. The vessel was described as moderately tortuous with a 99% stenosis. The product was used and prepared as per the IFU. A guidewire was inserted across the lesion via a sheath introducer and the product was advanced to the lesion. The balloon was inflated using an indeflator, but the balloon ruptured at 6 atmospheres. Therefore, the product was withdrawn out of the patient's body and another product was used to successfully complete the procedure. There was no reported patient injury. Manufacturing records for the lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.